Manufacturer narrative:
A complaint investigation was conducted for the alinity c calcium2 reagent lot 78404ud00 to address the customer¿s observation of imprecise results. A review of tracking and trending did identify an increase in complaints for list number 04t87, however, no trends were identified for lot 78404ud00. Device history review did not identify issues associated with the customer¿s observation. A 5-day precision study based on guidance from clsi ep15-a3 has been performed using retained samples of an equivalent alinity calcium2 reagent lot to investigate the performance of the assay for precision. The precision study was performed using bio-rad lyphochek® unassayed chemistry controls. All the materials utilized in testing were stored and maintained at our facility. The within laboratory (total) precision %cvs for each sample level was compared to the acceptance criteria of = 3% as per the calcium2 product requirement for precision. All results were well within the acceptance criteria. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity c calcium2 reagent lot 78404ud00.

Event description:
The customer observed inconsistent alinity c calcium2 when processing on multiple alinity c processing modules. On (B)(6) 2025, sid (b)(60, (75-year-old) generated alinity c calcium2: alinity serial (B)(6) tested 3.226, 3.764 mmol/l alinity serial (B)(6) tested 3.905 mmol/l then the sample was respun and aliquoted into a separate tube: alinity serial (B)(6) tested 2.559 mmol/l alinity serial (B)(6) tested 2.475 mmol/l the customer reference range is 2.20-2.60 mmol/l. The sample was haemolysis: 11, icterus: 1.0, lipaemia: 0.0. No impact to patient management was reported.

Manufacturer narrative:
Section a patient identifier does not contain enough spaces, the full character ID is (B)(6). No additional patient information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed inconsistent alinity c calcium2 when processing on multiple alinity c processing modules. On (B)(6) 2025, sid (B)(6), (75 year old) generated alinity c calcium2: alinity serial (B)(6) tested 3.226, 3.764 mmol/l, alinity serial (B)(6) tested 3.905 mmol/l. Then the sample was respun and aliquoted into a separate tube: alinity serial (B)(6) tested 2.559 mmol/l, alinity serial (B)(6) tested 2.475 mmol/l. The customer reference range is 2.20-2.60 mmol/l. The sample was haemolysis: 11, icterus: 1.0, lipaemia: 0.0. No impact to patient management was reported.